Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedance after a device changeout. The high impedances were confirmed with pacing system analyzer (psa) cables during the device implant. Ra impedances were normal prior to the changeout procedure, and damage during the procedure is suspected. This ra lead was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed melt marks on the outer insulation, with further melting on the conductor coil near the terminal pin. This type of damage is suspected to be related to electrocautery damage. Resistance testing noted this lead to be electrically open, which indicated a discontinuous conductor. The reported high out of range impedances likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedance after a device changeout. The high impedances were confirmed with pacing system analyzer (psa) cables during the device implant. Ra impedances were normal prior to the changeout procedure, and damage during the procedure is suspected. This ra lead was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.